Event description:
A report was received that the patients ipg was non-functional and could not hold a charge following a lead explant procedure. It was also noted that during the procedure the patients ipg would not connect and kept getting telemetry error. The patient underwent an ipg replacement procedure. The patient was getting good coverage postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Sc-1132 (sn: (B)(4)) device evaluation indicated that the complaint was confirmed. The device u3-asic was damaged. The device would not be charged after several charging attempts. Sleep current leakage measured 210 ma. Hot spot on u3-asic (55.2°c). It was reported that the device worked normally prior to the revision. The device was damaged during the revision. Electrocautery was used but the ipg was not in the field.

Event description:
A report was received that the patients ipg was non-functional and could not hold a charge following a lead explant procedure. It was also noted that during the procedure the patients ipg would not connect and kept getting telemetry error. The patient underwent an ipg replacement procedure. The patient was getting good coverage postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual (B)(4)).

Manufacturer narrative:
Correction to fu #1 - date of this report should have been: 07-feb-2018.

Event description:
A report was received that the patients ipg was non-functional and could not hold a charge following a lead explant procedure. It was also noted that during the procedure the patients ipg would not connect and kept getting telemetry error. The patient underwent an ipg replacement procedure. The patient was getting good coverage postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).